Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was powered on and given functional testing. When the alarm test was performed no alarm sounded. The issue was determined caused by a faulty speaker component.

Event description:
It was reported the device alarm was inaudible. The reporter could not confirm whether any patient was involved when issue was detected. No adverse effects reported.